Manufacturer narrative:
After review of the end user reports it appears the stretcher was being unloaded by only one operator (the 2nd operator was inside the truck) and the sole operator was pulling the stretcher until she "felt resistance". The proper method of unloading the stretcher, per the IFU, is to utilize 2 operators, one at the control end and one at the load end. The control end operator should begin rolling the cot a few inches and then activate the stretcher to enable the red indicator light and the load end operator should visually confirm the safety bar has been captured by the safety hook before extending the legs. The load end operator is also necessary to assist the control end operatory in maintaining control of the stretcher throughout the unloading process. The subject stretcher was returned to the manufacturer for a visual and functional evaluation and any required repairs. It was confirmed the middle safety bail on the stretcher had been pulled away from its intended location, and the screw intended to hold the bail in place was missing. It could not be determined how or when the bail was pulled from its location or if the damage occurred because of the reported incident. The stretcher was repaired by the manufacturer and returned to the customer. A review of the IFU was conducted and determined to contain relevant instructions on the minimum number of operators, placement of operators during use, proper unloading methods and recommended inspections to ensure the stretcher is ready for use.

Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage properly with the hook and the stretcher lowered from the ambulance. A medic was able to control the descent of the stretcher until additional assistance arrived. The patient remained restrained to the stretcher and the stretcher did not tip over. No injuries to the patient were observed; however, the medic sustained a contusion to the leg and was evaluated by a physician. Afterwards, while inspecting the empty stretcher, another medic was able to duplicate the previous incident and alleged neck and back pain as a result.

Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage properly with the hook and the stretcher lowered from the ambulance. A medic was able to control the descent of the stretcher until additional assistance arrived. The patient remained restrained to the stretcher and the stretcher did not tip over. No injuries to the patient were observed; however, the medic sustained a contusion to the leg and was evaluated by a physician. Afterwards, while inspecting the empty stretcher, another medic was able to duplicate the previous incident and alleged neck and back pain as a result.